Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that two of the leads were bad, contributing to the cardiac resynchronization therapy defibrillator ( crt-d) device not lasting as long as typical longevity. It was determined that the right ventricular (rv) and left ventricular (lv) leads had chronic high thresholds. The device and leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.